Event description:
A motor stall without recovery was reported. The patient's pump was explanted. The patient experienced withdrawal symptoms, diaphoresis, and fatigue. The patient was noted to be alive and with injury as of the date of this report. Medications used within the system were morphine, clonidine, and naropeine. No additional information was available at the time of this submission.

Manufacturer narrative:
Analysis of the pump for motor/gear train anomaly/ corrosion and-or wear and-or lubrication.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Corrected information no eval explain. If information is provided in the future, a supplemental report will be issued.